Event description:
The customer reported obtaining six erroneously low glucose cartridge (glu) results involving a unicel dxc 600i synchron access clinical system. The customer indicated that the samples were repeated and results obtained were within the normal range of the assay and reported out of the laboratory. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Multiple attempts were made to obtain patient data but were not provided by the customer. The customer had also noted a small leak under reagent probe b but the leak was contained. The customer was wearing personal protective equipment consisting of gloves and eye protection and no injury or exposure was reported. The customer indicated that glucose level 2 quality control (qc) was not within reference range after the event occurred. The customer noted that there was no calibration or qc issues prior to the event. Beckman coulter field service engineer (fse) was dispatched and found numerous hardware components needing replacement. A bent reagent mixer paddle, a/b valve and t-valve for the cartridge chemistry (cc) reagent syringe were replaced. Instrument was verified per established procedures and results met published specifications.